Manufacturer narrative:
A ge representative contacted the customer by phone and directed them in checking the error logs and rebooting the system. No additional service information was provided. The system operates as intended and was returned to service.

Event description:
The customer reported that the system hung up, which is likely to result in the system failing to complete boot up. There are no reports of pt injury or death associated with this event.